Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 21october2020: the physician manipulated the device so that the dilator and the sheath were not completely removed from the artery. The physician withdrew the assembly from the position where backflow started, but backflow did not stop at the position where backflow supposed to stop. Therefore, the physician continued to the position where backflow started and slowly withdrew the assembly again; however, backflow did not stop. As the physician could not find the position of the vessel wall, the device was not used. There was no problem with the position of the guidewire.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal device locator/insertion sheath assembly was inserted into the artery, the backflow of blood was observed. However, when the assembly was pulled and when the assembly came out of the artery, the backflow of blood did not become weaker. Since the position of the vessel wall could not be specified, the device was not used, and manual compression was applied for 24 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.1 mm. The estimated blood loss was less than 250cc. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.